Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: unknown glenoid. Lot: unknown. Item name: unknown glenoid. Item: unknown stem. Lot: unknown. Item name: unknown stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is not confirmed. H6 component codes: proposed annex g code: mechanical (g04) - head. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date with a competitor's antibiotic spacer. The patient is being considered for a patient match implant (pmi) product. The implant is being made and not yet implanted. Due diligence is complete. No additional information is available.